Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had stopped feeling stimulation after she had seen their physical therapist for a muscle spasm. The physical therapist was reported to have pressed on the area where the implant was located. The pt could not remember if that was when they stopped feeling stim but they thought so. The pt has had a few accidents but they said they could not tell if that was out of the ordinary or not. The pt used the patient programmer (pp) to confirm the stim was on and increased the stim. The pt stated they would monitor their symptoms and would follow up with the healthcare provider (hcp) if they worsen or do not resolve. The change in therapy and symptoms was reported to be sudden in nature. The pt later reported that they had brought the wrong batteries to the hcp and the manufacturer representative (rep) led them through the steps needed at the hcp office. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she notified her managing physician about her issues and she had a follow up appointment on (B)(6) 2016. To resolve the issues, the patient called the manufacturers's office and someone helped her increase stim on the device to 1.3v.